Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching and locking the lunar connector into the ilet during an infusion set change, and customer care provided troubleshooting and education that enabled the user to push, turn, and secure the connector to complete the cartridge and infusion change. Symptoms included no reported changes in blood glucose. Outcomes included no alerts, alarms, or clinical impact. Investigation included technical support guidance on proper connector alignment and locking technique. Investigation of this case revealed that the device functioned as designed after education, and the difficulty was likely related to handling or a supply-specific fit issue. It was concluded, based on previously established findings for similar reports, that user technique and/or variability in disposable components was the probable cause.